Event description:
It was reported the patient developed an allergic skin reaction to the pod adhesive. The patient was prescribed a medical tincture for treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the allergic skin reaction. No lot release records were reviewed, as the product lot number was not provided.